Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. H10: x-ray review findings: post-op x-rays for l4-s1 fusion are provided. A rod fracture is visible on one of the provided lateral x-rays. There are large metallic interbody grafts present, but there is a paucity of bone in both interbody spaces. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: instability type of procedure: fusion levels implanted: l4-s1 it was reported that on an unknown date, post-op, the rods on both sides broke after one year of fusion. The patient also experienced back pain. On (B)(6) 2018, a revision surgery was performed wherein the broken rods were explanted. The broken rods were replaced with rods from another manufacturer. No fragment of the broken rods remained in the patient.

Manufacturer narrative:
Product analysis: visual review confirms rod breakage. Some fracture surface smearing noted. Optical and microscopic examination of the undamaged areas of the fracture surfaces identified a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area of the rod, which are indicative of cyclic fatigue. Dimensional inspection rod diameter confirms conformance to print specification. No material damage noted on adjacent surface to crack propagation which could contribute to crack propagation. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.